Manufacturer narrative:
Investigation summary ppae(stroke): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
80-year-old female underwent tavr with left main occlusion following tavr placement and was emergently placed on vaecmo and impella cp and had emergent CABG. On (B)(6) there was mediastinal washout and on (B)(6) large cerebral vascular accident. Family made decision to withdraw care and patient expired.